Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and found the pressure solenoid (psol) valve stuck open. The cse then replaced the psol valve. The cse ran testing and all performed tests were passed.

Event description:
It was reported that during patient use, the ventilator displayed a pressure solenoid (psol) stuck open error. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm, injury, or change in therapy. There is no report of serious injury or death associated with this event.